Manufacturer narrative:
E1 - initial reporter: (B)(6). E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the getinge fse that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) malfunctioned. A faulty pressure regulator has been reported. There was no patient involvement. No harm was reported.